Event description:
A us distributor contacted zoll to report that the patient developed open blisters from the ucor hfams patch. The patient described the area as bleeding; blisters; broken skin. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Not applicable.